Event description:
A patient was found disconnected from the ventilator without an active low inspiratory alarm. Investigation of the event indicates that the low inspiratory alarm was inappropriately set as per achieva ventilator clinican's manual for setting the low pressure alarm on page 4-29. There was no adverse patient effect.